Event description:
It was reported the device exhibited early elective replacement indicator (eri). The device was explanted and replaced. It was further reported the right atrial (ra) lead had been programmed higher due to high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).